Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: plate broke post operatively on an unknown date. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
An evaluation was conducted and it states that the medial fracture surfaces of the round hole reconstruction locking plate using the scanning electron microscope (sem) were identified (the initial fracture areas and the fracture behavior). The crack started at the upper side of the plate and ran into the material. After breaking, the two plate fragments rubbed against each other causing destruction of the fracture surfaces (abraded areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over a sizeable area. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed mainly structural breakage appearance (crystallographic oriented fatigue fracture), subsidiary cracks and few dimples. Structural breakage appearance is typical for a fatigue fracture in pure titanium and indicates moderate loads. The small area with dimples corresponds to the residual forced fracture zone. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, the implant was subjected to dynamic bending loads. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The implant could not resist the applied force which finally led to the material overload / fatigue failure. No evidence of material or manufacturing defects. X-rays: (B)(6) 2013.